Event description:
While using a byte day aligners, patient has reported that they are experiencing difficulty swallowing and their throat feels a little drier and narrower. Possible reaction to aligners. Patient reached back out and provided additional information. They had spoken to an urgent care provider, and it was indicated that they have a viral infection in the throat area. Patient will take a break from aligners and will restart after the swelling in the throat goes away. As a precaution due to possible allergic reaction patient will follow up with photos. Upper and lower aligner photos will be evaluated. Request letter of recommendation from provider.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.